Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump, confirmed the shipping address, and instructed the caller on how to prepare the current pump for return. The caller understood they needed to return the defective pump within 10 days to avoid charges and agreed to program their settings and connect their cgm to the replacement pump. A backup insulin pump was available to ensure insulin delivery continued uninterrupted.